Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex" biliary rx fully uncovered stent was implanted during a stent placement procedure performed on (B)(6) 2016 as part of (B)(6). A baseline assessment of biliary obstructive symptoms was conducted and the following symptoms were reported: dark urine, pale stools, and jaundice. The patient's baseline karnofsky score was reported as 90, and the patient's weight was reported to be (B)(6). Baseline liver function tests were taken on (B)(6) 2016. The patient underwent pancreatic protocol computed tomography (CT), endoscopic ultrasound (eus), chest x-ray, and eus fine needle aspiration (fna), and a stage iia t3 -n0 m0, a 4.3 cm adenocarcinoma tumor was identified at the head and body of the pancreas. On (B)(6) 2016, the patient underwent study stent placement as an outpatient procedure. A sphincterotomy was performed during this procedure, and the 10mm x 40mm wallflex biliary uncovered stent was placed in a satisfactory manner. On (B)(6) 2016, the patient experienced a serious adverse event of cholangitis. According to the complainant, the event is related to the study stent and was noted to be severe. On (B)(6) 2016, stent occlusion due to overgrowth was noted. A biliary reintervention was conducted and plastic stents were implanted. The patient was hospitalized from (B)(6) 2016 until (B)(6) 2016 and the cholangitis has been resolved. On (B)(6) 2016, the patient underwent curative intent surgery. No further adverse events have been reported.

Manufacturer narrative:
Has been updated with additional information received on (B)(6) 2018. Has been updated with corrected information received on (B)(6) 2018.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx fully uncovered stent was implanted during a stent placement procedure performed on (B)(6) 2016 as part of the e7034 wallflex biliary preop drainage natx clinical trial. A baseline assessment of biliary obstructive symptoms was conducted and the following symptoms were reported: dark urine, pale stools, and jaundice. The patient's baseline karnofsky score was reported as 90, and the patient's weight was reported to be 98 kg. Baseline liver function tests were taken on (B)(6) 2016 (see block b6). The patient underwent pancreatic protocol computed tomography (CT), endoscopic ultrasound (eus), chest x-ray, and eus fine needle aspiration (fna), and a stage iia ¿ t3 -n0 m0, a 4.3 cm adenocarcinoma tumor was identified at the head and body of the pancreas. On (B)(6) 2016, the patient underwent study stent placement as an outpatient procedure. A sphincterotomy was performed during this procedure, and the 10mm x 40mm wallflex biliary unovered stent was placed in a satisfactory manner. On (B)(6) 2016, the patient experienced a serious adverse event of cholangitis. According to the complainant, the event is related to the study stent and was noted to be severe. On (B)(6) 2016, stent occlusion due to overgrowth was noted. A biliary reintervention was conducted and plastic stents were implanted. The patient was hospitalized from (B)(6) 2016 until (B)(6) 2016 and the cholangitis has been resolved. On (B)(6) 2016, the patient underwent curative intent surgery no further adverse events have been reported. Additional information received on (B)(6) 2018 the clinical site updated the onset date of the stent occlusion due to overgrowth from (B)(6) 2016, to (B)(6) 2016. According to the site, the stent was still functional. The overgrowth was reported to be related to the patient¿s cholangitis (onset date: (B)(6) 2016.